Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test when she reconnected it after being in the pool. She stated that she changed the battery and the display stayed blank. Blood glucose value was 287 mg/dl. During troubleshooting, the customer stated that the insulin pump was not dropped or exposed to moisture. It is unknown if the battery cap, compartment and spring were damaged or corroded. The customer did not have a new battery to test. She was advised to discontinue the use of the device until receiving the battery cap replacement and call back if issue is not resolved after inserting a new battery.